Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and a visual inspection, functional testing, electrical testing and calibration was performed with no issues. In addition a pressure leak test and simulated therapy was performed with no problems. The event history log review indicated several alarms. During sample evaluation the reported condition was verified as a system error 2392. The cause of the condition was determined to be due to the digital board. To correct the condition the digital board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported an unspecified failure that occurred on the homechoice device outside of patient use. No additional information is available.